Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor could not be interrogated. An option to upgrade the firmware presented upon attempting to interrogate the device; a message also prompted noting that the device was in backup operation. The patient wanted to go home and left the clinic without any intervention being performed. On (B)(6) 2016 the patient presented back to the clinic for a routine follow-up. Attempts to interrogate the device prompted the same previously noted error message. No additional information was reported.

Manufacturer narrative:
No conclusion code available. The device was returned and analyzed. Upon receipt, it was found communication could not be properly established with the device. At one point during the analysis, the device present in hardware backup mode. The cause of the communication anomaly and hardware backup mode were found to be due to memory corruption in the device. The memory became corrupted due to a loaded down battery voltage, which in-turn was caused by a high current draw in the hybrid. Analysis was performed to isolate the source of the high current, but the high current was found to be intermittent and became lost during analysis. Temperature stress testing was performed, but the high current was unable to be recaptured. The cause of the high current remains undetermined.

Event description:
New information reported stated that on (B)(6) 2016 the patient presented to the operating room for a scheduled device explant procedure. No additional information was reported.